Event description:
A hematoma was near the tip of catheter in the superior vena cava. It is believed that drilling in the superior vena cave, the catheter tip is positioned in extravascular. It was confirmed catheter tip position by the image after insertion, but there were no abnormalities in particular. The perforation seemed to be made when the catheter was inserted.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event. The instructions for use contain the following potential complications: cardiac tamponade, inferior vena cava puncture, laceration of the vessel, perforation of the vessel, right atrial puncture, and superior vena cava puncture.